Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and streaked with blood residue. Coagulated blood and blood residue was observed between the polyurethane (pu) cut surfaces and the screw flanges on both ends of the dialyzer. Gross visual examination of the returned device did not identify any defects or irregularities on the fiber bundle. There were no observed kinked, loose, broken, looped, or damaged fibers. The pu material was evenly distributed and intact. The dialyzer was subjected to a laboratory bubble point test and failed. An internal leak was observed on the cavity ID end at approximately 20º. The dialyzer was disassembled to better isolate the source of the leak. When the cavity ID end screw flange was removed, an opaque section of the pu gave the appearance of a delamination on the superior side of the pu cut surface. The delaminated portion of the pu was from 250° to 40°. Visual examination of the inferior side of the pu noted that the delamination appeared to be un-cured pu. During further visual examination of the fiber bundle subsequent to disassembly, the source of the leak could not be identified. Although the source could not be isolated, the leak was observed during the bubble point testing originating within the area of the uncured pu. A production records review was performed on the reported lot by the manufacturer. The lot had one approved temporary deviation notice which was not associated with the reported event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling, process controls, or any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode as the bubble point test failed. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A nurse at the user facility reported that a dialyzer blood leak occurred approximately 50 minutes after the initiation of the hemodialysis (hd) treatment. The leak was noted as being an internal blood leak. A blood leak test strip was used to test the effluent and it returned a positive result. The blood within the extracorporeal circuit was not returned to the patient. The patient's estimated blood loss (ebl) was noted as being 300 cubic centimeters (cc). A 2008t hd machine was used for the treatment and alarmed appropriately. The patient was re-setup on the same 2008t hd machine, and then the hd therapy was continued and successfully completed with no further issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. No damage was observed to the dialyzer or its packaging. A fresenius bloodline was in use during the patient¿s hd treatment. The dialyzer was available to be returned to the manufacturer for evaluation.